Event description:
It was reported that the patient underwent a procedure for one level cervical arthroplasty with implant of artificial disc. Approximately 2 months post-op the patient suffered a fall on iced. X-ray revealed the device had migrated anteriorly about 5mm. Patient had symptoms of neck pain and arm weakness. At 3 months post-op the patient underwent a revision procedure for device removal and 1 level acdf.

Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation.